Event description:
Consumer states that she was sitting against the heating pad with the pad placed in-between her back and pillows in bed. She smelled burning and felt a "little hot shock." She grabbed the heating pad and saw a red hot ember and the heating pad and her nightgown had two small burn holes.

Manufacturer narrative:
Consumer states, she was sitting against the pad which caused the bunching, and is abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of misuse/abuse of the product.